Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged pump error 39 alarm found on 8/3/2021. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The pump history and trace files were successfully downloaded using thump. There were no unexpected pump error 39 alarms noted during testing and a review of the downloaded history files show there are two (2) pump error 39 alarms that occurred on 8/3/2021 at 06:39 and 06:52 and one (1) pump error 38 alarm on 8/3/2021 at 06:40. The pump was cut open for visual inspection. No damage or moisture damage on pcba 1, pcba 2, or the force sensor noted however, found dried insulin on the motor shaft and motor slide. Pump error 39 and pump error 38 alarms are due to dried insulin on the motor shaft and motor slide. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, and pillowing keypad overlay. No pump error 39 alarms noted during testing however pump error 39 and pump error 38 alarms are found in the history file on 8/3/2021. Pump error 39 and pump error 38 alarms are confirmed. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer stated that they were able to clear alarm and rewind the pump. No harm was required during medical intervention. The insulin pump was returned for analysis.